Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a rep regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s lead pulled back to the battery pocket. An x-ray was performed for diagnostics/troubleshooting. A surgical intervention was performed for lead revision. No further complications reported/anticipated.